Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found. The analyst commented that helix extensio n/retraction and length testing were performed and all results, including electrical testing, were within specified parameters.

Event description:
It was reported that during implant of the right atrial (ra) lead there was no sensing or pacing with the analyzer. There were also no fluctuations in sensing even at the most sensitive values. It was noted that the helix was not extended. The physician suspected a lead issue and requested a new lead, however the second lead also showed no pacing or sensing fluctuations. After extending the helix the sensing and pacing values were acceptable. It was suspected that the patient had a ¿fatty¿ heart. The second lead remained implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).